Manufacturer narrative:
On 12/17/2019, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9366741 sn: 9366741-032 and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9366741 sn: (B)(4) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7483079 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.